Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heard three beeps in a row two times a day, but not everyday. Further follow up did not yield any additional information. The device remains in use. No patient complications have been reported as a result of this event. It was further reported by the patient that the device continues to beep and that the patient was seen in the emergency room.

Event description:
It was reported that the patient heard three beeps in a row two times a day, but not everyday. Further follow up did not yield any additional information. The device remains in use. No patient complications have been reported as a result of this event. It was reported that the patient heard three beeps in a row two times a day, but not everyday. Further follow up did not yield any additional information. The device remains in use. No patient complications have been reported as a result of this event.